Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patients fill volume was 2500 ml. The drain volume was 4648 ml. Which meets iipv criteria. No patient injury or medical intervention was reported. According to the nurse the home patient (hp) expired on (B)(6) 2010 due to cardiac failure and stroke. Per nurse, the death was not related to the baxter's hc cycler. Peritoneal dialysis (pd) therapy was stopped several weeks prior to the patient's death.

Manufacturer narrative:
(B)(4). Product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. All testing performed during the homechoice rite functional test and homechoice rite electrical safety analyzer test passed. Per (B)(6), the home patient passed away on (B)(6) 2010. Iipvs per the logs only: occurrence date: (B)(6) 2010 / cycle 3 / drain volume 4648 ml. Probable causes: insufficient drain. False empty detect and use error. Clinician inappropriately set minimum drain volume % setting to low and insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed. The device was routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.